Manufacturer narrative:
(B)(4). Knife blocks anvil. The analysis found that one ec45al device was returned in good visual condition and with no cartridge reload loaded on the device. During inspection, the device was unable to be closed since the knife was too far forward when the jaws were closed. The knife then blocked the anvil from closing. It is not known at this time why the knife was too far forward when the jaws were closed. No functional test was performed due to the condition of the device. While no conclusion could be reached as to may have caused the knife to advance, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic colon procedure the jaws of the device would not close so that they could but the device down the trocar. Another device was used to complete the case with no patient consequence.